Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in a 48-year-old female patient who had essure (batch no. 625641) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endovaginal sonography, vaginitis, genital herpes simplex, hypothyroidism, stress urinary incontinence, high cholesterol, breast prosthesis implantation and melanoma. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic pain- left ovary/ side area"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), arthralgia ("joint pain- left side") and pain in extremity ("leg pain- left side"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). In 2017, the patient experienced bladder disorder ("bladder problems"). On (B)(6) 2017, the patient experienced device expulsion ("expulsion/ migration of essure device location of device: coils dangling in endometrium"), 9 years 5 months after insertion of essure. On (B)(6) 2019, the patient experienced post procedural infection ("infection (other) describe: surgical post op after hystrectomy and bladder sling"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and peripheral swelling ("leg swelling- left side") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (unilateral)- (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain, back pain, dyspareunia, psychological trauma, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased, female sexual dysfunction, arthralgia, pain in extremity, peripheral swelling and post procedural infection outcome was unknown, the menorrhagia, dysmenorrhoea, iron deficiency anaemia, bladder disorder, vaginal haemorrhage and migraine had resolved and the pelvic pain, fatigue and alopecia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, post procedural infection, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff received treatment for menorrhagia, iron deficiency anaemia, bladder disorder, nausea, device expulsion. Discrepancy noted for essure removal date- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: essure coils were visualized dangling in the endometrium measuring 1.29cm (left) and 0.83cm (right). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ menorrhagia, dysmenorrhea, headaches, anemia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: mr received: lot number and suspect drug start date updated from 1-aug-2010 to 03-jun-2008. Medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endovaginal sonography, vaginitis, genital herpes simplex, hypothyroidism and stress urinary incontinence. On (B)(6) 2010, the patient had essure inserted. In june 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain- left ovary/ side area"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), arthralgia ("joint pain- left side") and pain in extremity ("leg pain- left side"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In november 2014, the patient experienced iron deficiency anaemia ("anemia"). In 2017, the patient experienced bladder disorder ("bladder problems"). On (B)(6) 2017, the patient experienced device expulsion ("expulsion/ migration of essure device location of device: coils dangling in endometrium"), 7 years 3 months after insertion of essure. On (B)(6) 2019, the patient experienced post procedural infection ("infection (other) describe: surgical post op after hystrectomy and bladder sling"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and peripheral swelling ("leg swelling- left side") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (unilateral)-(B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain, back pain, dyspareunia, psychological trauma, gastrointestinal disorder, hormone level abnormal, headache, nausea, weight increased, female sexual dysfunction, arthralgia, pain in extremity, peripheral swelling and post procedural infection outcome was unknown, the menorrhagia, dysmenorrhoea, iron deficiency anaemia, bladder disorder, vaginal haemorrhage and migraine had resolved and the pelvic pain, fatigue and alopecia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, post procedural infection, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the plantiff received treatment for menorrhagia, iron deficiency anaemia, bladder disorder, nausea, device expulsion. Discrepancy noted for essure removal date- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: essure coils were visualized dangling in the endometrium measuring 1.29cm (left) and 0.83cm (right). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, headaches, anemia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr received: newly added events- vaginal bleeding, female sexual dysfunction, migraine, joint pain, leg pain, leg swelling, postoperative infection, onset date, outcome of previously were updated. Essure removal date reporter were added. Consumer demographics, lab data, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (unilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, psychological trauma, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown and the menorrhagia, iron deficiency anaemia and bladder disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: the plantiff received treatment for menorrhagia, iron deficiency anaemia, bladder disorder, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Removal date added. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, iron deficiency anaemia, device expulsion, psychological trauma, bladder disorder, fallopian tube perforation, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.